Manufacturer narrative:
The following devices were also listed in this report: gmrs dist fem comp sml l 65mm; cat# 64952010; lot# sltek, mrhk tibial sleeve; cat# 64812140; lot# lcz273, gmrs small femoral bushing; cat# 64952105; lot# lcp620, gmrs small femoral bushing; cat# 64952105; lot# lco267, gmrs small axle; cat# 64952115; lot# ctd813, gmrs tib rotating sml comp; cat# 64953601; lot# 038381, mrhk bumper insert - neutral; cat# 64812130; lot# ldd054, gmrs extension piece 50mm; cat# 64956050; lot# s9cxj, gmrs connection piece 80mm lft; cat# 64956008; lot# ctd590, mrs tibial stem 9mm; cat# 64856509; lot# 101537a, gmrs proximal tib sml; cat# 64953101; lot# 034732c, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mcu031, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mcu031, sm.univ.cement restrictor w/di; cat# b000-1185; lot# 6m8472. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned / not received.

Event description:
It was reported that patient's left knee was revised due to infection.

Manufacturer narrative:
Corrected data: remedial action initiated selected modification/adjustment inadvertently. Option was changed to blank. An event regarding infection involving a gmrs insert was reported. The event could not be confirmed with the information provided. Device evaluation and results: not performed as items were not returned. No medical records were received for review with a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot or sterile lot. The event could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports, progress notes, x-rays, follow up notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's left knee was revised due to infection.